Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an arthroscopy the multivac wand electrode tip fell of. Since the tip was not found in the patient's body, it was determined that it had flowed out. It is unknown how the procedure was finished and if there was a delay.

Manufacturer narrative:
H10: internal complaint reference case-(B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been heavily used, which has eroded away the center and left the legs in the tip. Bio debris is present. The wand is bent from use. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box, coagulation and plasma was generated with the available electrode pieces. The resistance measured at 1.04 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) hitting the device tip against a hard surface. (2) using the device as a lever to enlarge surgical site. (3) mechanical displacement of tissue through applied force. (4) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
H10: internal complaint reference: (B)(4). H3, h6: the reported device was received for evaluation. Visual inspection observed the returned instrument shows no manufacturing abnormalities. The electrode has been heavily used, which has eroded away the center and left the legs in the tip. Bio debris is present. The wand is bent from use. Product was out of the original packaging. No packaging returned. A functional evaluation revealed the controller generated an e7 error when the wand was connected. When used with a bypass box, coagulation and plasma was generated with the available electrode pieces. The resistance measured at 1.04 kilo ohms. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found no similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate the instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. The root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include: (1) using the device as a lever to enlarge surgical site. (2) mechanical displacement of tissue through applied force. (3) activating the device above recommended settings for prolonged periods of time. No containment or corrective actions are recommended at this time.